Event description:
It was reported that post-op, a laparoscopic adjustable gastric band procedure, in 2009, the band had slipped. This was seen under fluoroscopy. The surgeon removed the fluid from the band to see if that will correct the slip. The date to correct the slip has not been scheduled.

Manufacturer narrative:
Date sent: 9/10/2009. Device was not returned for evaluation.